Manufacturer narrative:
H3, h6: a manufacturer representative visited the site to test the navigation system. The camera was replaced. The system then functioned as intended. Codes b01, c08, and d02 are applicable. The manufacturer received the replaced camera and conducted product analysis on it. It was found that the camera was damaged. The returned positioning sensor unit (psu) had scratches on the housing & lenses. A check of the event log revealed intermittent firmware incompatibility dating back to may 2020 and intermittent illuminator current low, dating back to (B)(6) 2020. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .581mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Codes b01, c02, and d02 are applicable to this product analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed localizer faulted. The network device interface (ndi) toolbox showed the following 3 messages: "bump detector battery fault. Return for service.", "bump detected. Accuracy assessment recommended.", and "storage temperature exceeded." There was no patient involvement.